Event description:
Reporting status: serious injury. Reporting rationale: stent dislodgement requiring medical intervention to prevent permanent or injury. Device issue: stent dislodgement. It was reported that treatment was being performed on a lesion in the circumflex. The stent delivery system (sds) was advanced to the lesion; however, it would not cross. When the sds was removed the stent dislodged and remained in the proximal circumflex artery. The stent was recovered with a 1.5 x 20 mm balloon catheter. No add'l event or pt info is available.